Event description:
It was reported that this lead was unable to be implanted in the left bundle branch area pacing however, the procedure had to be cancelled, the patient was sedated with local anesthesia. Another lead was implanted, and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Even though the reported observations cannot be confirmed laboratory analysis, this is addressed based on the field report of the device being used incorrectly (attempted left branch bundle implant) . These issues are covered in the applicable instruction for use (IFU) document.

Event description:
It was reported that this lead was unable to be implanted in the left bundle branch area pacing however, the procedure had to be cancelled, the patient was sedated with local anesthesia. Another lead was implanted, and no additional adverse patient effects were reported.